Event description:
The complaint/event occurred on an unspecified date and involved a tego¿ connector. Air bubbles reportedly appeared in the arterial line (during a treatment) even though the tego and the tubing were securely screwed. There was no report of any human harm.

Manufacturer narrative:
The device is not available for investigation. A lot number has been provided. A device history lot review is pending.

Manufacturer narrative:
No d1000 product samples, videos or photographs were returned for investigation. The device history report (DHR) was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.